Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed. The alarm was noted in the ehl as stated by the complainant. The device was visually inspected. No anomalies was noted. Functional testing was performed. Latch lock sensor is defective, and downstream occlusion (dso) seal have air bubble. The allegation made by the complainant was confirmed. The latch lock sensor and dso seal were replaced. The device passed all functional testing after repair.

Event description:
It was reported that there was an air bubble under the downstream occlusion (dso) seal and the device does not work. There was no patient involvement and no harm/adverse event reported.